Manufacturer narrative:
Investigation results: visual investigation: during a visual inspection we found, that the major part of the screw- thread is deformed. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2020-00864 (B)(4), 9610612-2020-00865 (B)(4), 9610612-2020-00866 (B)(4), 9610612-2021-00079 (B)(4), 9610612-2021-00086 (B)(4). Involved components: item code - description - batch; sc522t - quintex hybrid plate 2-level 37mm - 52022033; sc523t- quintex hybrid plate 2-level 40mm - 52545840; sc524t - quintex hybrid plate 2-level 43mm - 52584226.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with quintex semi-constrained screw(s). According to the complaint description, the surgeon struggled to lock the rescue screws into the quintex plate; the screw head was not going past the surface of the plate and therefore the plate was not sitting on the vertebral body. The trajectory was quite straight going into the plate. The surgeon wanted to change it and put a larger plate and on removal of the screws to fit a larger plate the surgeon noticed metal shavings had come off some of the screw threads. The surgeon removed the system entirely. All other semi constrained screws locked fine; it was just the rescue screws, x4, that would not go past into the locking position. Another system was attempted but the staff encountered the same problem and could not get the plate to sit flush with the screw in the right place. By this time the holes were too big hold implants. This caused a delay of about an hour. One of the implants was held with the screw holder and the scrub nurse unscrewed the revision instrument from the screw (but in the wrong direction); which caused the screw to shave and it was damaged due to friction this was away from the patient's surgical site. The rest of the implants were manipulated as well. There was no described patient harm. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00865 ((B)(4) + sc592t), 9610612-2020-00866 ((B)(4) + sc593t). Involved components: item code - description - batch, sc522t - quintex hybrid plate 2-level 37mm - unknown, sc523t- quintex hybrid plate 2-level 40mm - unknown , sc524t - quintex hybrid plate 2-level 43mm - unknown.